Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure with a carto® 3 system and a map shift issue occurred. It was initially reported that a ¿phantom¿ shift occurred. Respiratory gating paused. On 13-may-2024, additional information was received indicating that after ablation of the anterior wall of the right lung, the posterior wall changed greatly compared with the previous fixation; the posterior wall model undergoes significant changes. There were no system errors. It was fixed before and the surgeon felt that the map shift had changed too much. There was no cardioversion or patient movement prior to map shift. Based on the additional information received, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
On 16-may-2024, additional initial reporter address details were received. The respective fields have been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported a patient underwent a cardiac ablation procedure with a carto® 3 system and a map shift issue occurred. It was initially reported that a ¿phantom¿ shift occurred. Respiratory gating paused. Device investigation details: a field service engineer (fse) confirmed that both issues were resolved by re-imaging the software on the carto 3 system. Any additional investigation was not possible as the system was re-imaged. The complaint history of the system was reviewed, and no more similar problems were found since the issue occurred. The system is ready for use. The history of customer complaints reported during the last year associated with carto 3 system (B)(6) was reviewed. No similar complaints were found. The manufacturing record evaluation was performed on carto 3 system (B)(6), and no internal actions related to the reported complaint condition were identified. Correction: the incorrect PMA/ 510(k) number of ¿k042999¿ was reported in the 3500a initial medwatch report under field g4. The correct number has now been added ¿k191660¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).